Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had an error. It was indicated that printed circuit board (pcb) was out of specification. It was also indicated that a display wire was pinched and the insulation was compromised. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an error. The epg was returned for service. There was no patient involvement.